Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump but the pump does not seem affected by the water at this time. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot.